Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1,a2, b4, b5, b7, d6a, e1, g3, g6, h2, h3, h6, h10 h6: component code: mechanical (g04) - head medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the lab results elevated chromium and cobalt, mir pain, squeaking, debris, altr, metallosis, mild blacking to trunnion, bone defect, no complications. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately sixteen (16) years post implantation due to elevated chromium and cobalt levels, pain, noise, metallosis, osteolysis, and loosening. During the revision altr, bone defect, black tissue and fluid were noted. The cup and head were exchanged with the stem and trunnion remained intact. The bone defect was repaired with bone graft. No complications to revision. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies relevant to the reported event were found. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure approximately 16 years post implantation due to metal ion disease as a result of metal toxicity and elevated chromium and cobalt levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Implant date: unknown day in (B)(6) 2005. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03133.